Manufacturer narrative:
Product complaint # (B)(4). Additional information received on 26-nov-2023 indicated that the correct device lot number is 0000243754. Additional information received on 27-nov-2023 indicated that even when negative pressure was applied to the balloon, only air was drawn, and it did not deflate at all. A device history review (DHR) associated with lot 0000243754 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Review of the provided photographs showed an unidentified mark on the balloon working length. No other damage to device shaft, balloon working length, balloon bonds, inflation port. The complaint description indicates that during preparation of the bgc by application of negative pressure to the inflation lumen to remove air, continuous stream of air was observed. Continuous stream of air while applying negative pressure could be associated with leak in the hub, or lav (if used) or the balloon bonds, or a defect (e.g. Pin hole or tear) in the balloon material. All emboguard devices are functionally inspected in process for balloon inflation/deflation and leak. The provided pictures show a small mark on the balloon; however, it was not possible to determine if the mark is a hole/tear or a visual defect only. It was not possible from the provide pictures to confirm the event, and the possible root cause could not be determined. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, prior to patient use, an emboguard 87, 95 cm balloon catheter (bg8795u, 0000192109) was prepped according to the instructions for use (IFU). It was noted that a lot of air was aspirated, and the balloon was not deflated. The issue occurred prior to patient use. Replaced with another new catheter, and the procedure was successfully completed. The physician suspected there might be a hole in the balloon. There was no patient injury as the device was not clinically used. Additional information received on 26-nov-2023 indicated that the correct device lot number is 0000243754. Additional information received on 27-nov-2023 indicated that even when negative pressure was applied to the balloon, only air was drawn, and it did not deflate at all. Review of the provided photographs showed an unidentified mark on the balloon working length. No other damage to device shaft, balloon working length, balloon bonds, inflation port. The complaint description indicates that during preparation of the bgc by application of negative pressure to the inflation lumen to remove air, continuous stream of air was observed. Continuous stream of air while applying negative pressure could be associated with leak in the hub, or lav (if used) or the balloon bonds, or a defect (e.g. Pin hole or tear) in the balloon material. All emboguard devices are functionally inspected in process for balloon inflation/deflation and leak. The provided pictures show a small mark on the balloon; however, it was not possible to determine if the mark is a hole/tear or a visual defect only. A review of the manufacturing documentation associated with lot 0000192109 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The initial examination of the returned emboguard device identified no evidence of damage. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device at the location of the kink as the ball gauge could be advanced past this point without resistance. The complaint report detailed that the balloon could not be deflated during device preparation. The returned emboguard device was successfully inflated and deflated as per the procedural steps in the IFU. The returned emboguard device shows no signs of visible damage. The returned emboguard device passed a minimum ID check as the ball gauge could be advanced past the initial kink on the shaft without resistance. The complaint report detailed that the balloon could not be deflated during device preparation. Balloon inflation and deflation on the returned emboguard device was performed successfully. Therefore, the complaint event was not confirmed and hence no root cause was determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, prior to patient use, an emboguard 87, 95 cm balloon catheter (bg8795u, 0000192109) was prepped according to the instructions for use (IFU). It was noted that a lot of air was aspirated and the balloon was not deflated. The issue occurred prior to patient use. Replaced with another new catheter, and the procedure was successfully completed. The physician suspected there might be a hole in the balloon. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.